Manufacturer narrative:
A third-party service technician evaluated the customer's device and verified the reported issue. Stryker determined the cause of the reported issue was a faulty system pcb. Due to a part obsolescence, the device cannot be repaired. Stryker recommended the customer remove the device from service and obtain a replacement device. The device was returned to the customer unrepaired.

Event description:
The customer contacted stryker to report that their device gets stuck on a black screen and would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.